Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were getting ready for an upcoming surgery to replace the battery and possibly replace or relocate the leads. The manufacturing representative tired to fix some of the stimulation in the mean time. The reason for the replacement was partially because it was not targeting the right area. The other reason was that the ins was too big. The patient had lost and gained weight over the past 5 years causing the ins pocket to stretch out. The patient stated that the ins was rocking in the pocket which caused jolting to the patient. The manufacturing representative reported that an electrode impedance was performed and impedances were out of range on the lead 8-15. When the impedance was checked only 9/13 were within normal limits. The programs were reviewed and the issue was resolved at the time of report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they are having some issues with the implantable neurostimulator to the point where they want to go in and do surgery to replace the implantable neurostimulator and possibly the leads. They had to push off CT scans to see what's wrong with the implantable neurostimulator due to the pandemic. The patient noted having fallen several times since she has had the implantable neurostimulator and at one point she broke her tailbone from a fall, so she doesn't know if that knocked the implantable neurostimulator out of place somehow. The patient stated that the implantable neurostimulator has not been very effective lately and keeps zapping her, so she's been trying not to use the implantable neurostimulator as its almost more painful than what its supposed to be cancelling out. The zapping started about a year or two prior to the report after the one fall where she broke her tailbone. The patient lost a lot of weight and the implantable neurostimulator started rocking loo se in the loose skin, and she started getting pinched a lot. This became a problem as it was never addressed surgically by her physician. Since these issues, charging and usage of the implantable neurostimulator has been sporadic. The implantable neurostimulator would work really good for a while and then all of a sudden, she would get weird jolts, but before that, the implantable neurostimulator was performed and she could adjust the stimulation. At the time of the report, the patient was trying to recharge the implantable neurostimulator in order to place the implantable neurostimulator into MRI mode; however, the recharger is only displaying the reposition antenna screen. Repositioning the antenna and turning the dial on the antenna does not resolve the issue. The patient noted that the patient programmer was not communicating with the implantable neurostimulator as the implantable neurostimulator battery is dead. The last successful recharge is unknown.